Event description:
Report received from (B)(6) stating the device was "heating" and "the cutters cannot be inserted." The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device and the reported problem could not be confirmed. A cutter was able to be inserted into the attachment, and it passed the temperature assessment. If additional information is received, a supplemental report will be sent.